Manufacturer narrative:
Although the reported alarms were confirmed based on the information contained in the log file that was retrieved from the returned system controller, the cause of the events could not be conclusively determined. The log file captured active yellow wrench/driveline fault alarms as well as reductions in pump speed to 0 rpm accompanied by motor stopped, low flow hazard, and driveline disconnect alarms. The patient was reported to be at home and doing well with no further issues at the time of the event following the percutaneous lead evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator there was a controller fault alarm with power spikes and speed drops. Patient had loss of consciousness. Driveline manipulation was attempted but not reproduce any events. No significant power spikes, speed or flow drops as noted with the controller fault alarm. Patient was placed on batteries and a non-grounded patient cable was ordered in case needed. Log file was submitted and confirmed a driveline fault event. X-rays were unremarkable. Percutaneous lead evaluation/continuity testing did not find any percutaneous lead conductor issues. Patient is at home and doing well.